Event description:
We bought the viqure skin tightening laser / hair removal laser and it arrived with a broken glass in the laser window. Terrible. The company says this laser is "FDA cleared" but doesn't give any information other than that.